Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date is unknown. Device history records was conducted. The report indicates that: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The screw was returned broken, about 35mm from the distal tip. The gold anodization was worn off at the threads near the break. The 6mm diameter, 40mm length screw (part# 498.640, lot# 6624782) was returned after being found broken during a revision surgery for a non-union (original date of surgery is unknown). The screw is a component of the universal spine system (uss) designed as an adjunct to fusion for degenerative disc disease, spondylolisthesis, trauma, tumor, stenosis, and failed previous fusion per the technique guide. The product drawing was reviewed during the investigation. The returned screw broke about 35mm from the distal tip. The threads near the break were heavily worn. The pedicle screws are used to stabilize the spine while spinal fusion occurs. As stated in the complaint description, the result of the original surgery was a non-union. The screw in this case would experience higher sustained loading compared to screws in cases where fusion was achieved. The breakage of the screw therefore is likely due to the non-union causing fatigue failure in the screw. The complaint is confirmed as the screw was returned broken. The non-union may have caused fatigue failure in the screw however the exact root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that due to the as received condition the complaint is confirmed for the complaint condition of ¿broken postoperatively¿. However, all relevant features were verified and conformed to product specifications; therefore the complaint is unconfirmed from a manufacturing perspective.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd investigation was conducted. The report indicates that two 6mm diameter, 40mm length screws were returned after being found broken during a revision surgery for a non-union (original date of surgery is unknown). The two screws are components of the universal spine system (uss) designed as an adjunct to fusion for degenerative disc disease, spondylolisthesis, trauma, tumor, stenosis, and failed previous fusion. Product drawing was reviewed during the investigation. Both of the returned screws broke about 35mm from the distal tip. The threads near the break were heavily worn. The pedicle screws are used to stabilize the spine while spinal fusion occurs. As stated in the complaint description, the result of the original surgery was a non-union. The screws in this case would experience higher sustained loading compared to screws in cases where fusion was achieved. The breakage of the screws therefore is likely due to the non-union causing fatigue failure in the screws. The complaint is confirmed as the two screws were returned broken. The non-union may have caused fatigue failure in the screws however the exact root cause could not be determined. The risk analysis adequately addresses the complaint condition of the screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) female had revision surgery (date and cause of the original surgery was unknown) after an x-ray revealed that 2 screws were broken at the top with non-union. The screws were found to be broken at l4-l5 on the left side. After a 45 minute delay, the surgeon was able to extract both screws. The surgery was completed successfully with good patient outcome. This report is for 1 of 8 for (B)(4).